Event description:
The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and passed. Pairing test with nordic bluetooth device was performed and passed. Bin file review was performed and transmitter fatal error was found. A review of the share logs was performed no data was found. The allegation was confirmed. The probable cause was determined to be a low transmitter battery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.